Event description:
It was reported that the video system center had no image. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6 corrected fields: h11 the device was not returned to olympus for inspection. However, the customer contacted technical assistance support (tac) regarding the reported issue, and troubleshooting steps were provided. Technical support advised the customer to verify the serial digital interface (sdi) connection (sdi out 1 to sdi in 1), confirm the port light emitting diode (led) status, and ensure the correct input is selected. Technical support also advised testing using sdi out 2 and sdi in 2 to check if the issue persists, and to try a different serial digital interface (sdi) cable as the next step. The troubleshooting steps were not able to resolve the reported allegation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information recieved from the customer.